Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had a problem with the wireless footswitch not pairing with the laser. Notably, all other lasers were able to pair with the footswitch without issue, and the wired footswitch was working fine as well. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection. Based on the results of the investigation, the wireless footswitch not pairing with the laser could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.